Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a possible case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During an elective device upgrade procedure, externalized conductors were noted on the distal end of the right ventricular (rv) lead. The damage may have been caused by the scalpel upon opening the pocket; however, this could not be conclusively determined. The lead was repaired with silicone and a sleeve and the patient was stable with no consequences.